Manufacturer narrative:
***Correction - degage corporation added to all manufacturers section*** incident one. The complaint bag was manufactured by degage corp. The supplier has performed an investigation confirming machine had no issues during manufacture and confirmed all preventive maintenance was completed, in-process production and quality reports completed were found to be conforming. During review of all documentation, the supplier did discover a first article inspection report was not completed prior to production, potentially contributing to issue. Quality control inspector was retrained. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.

Event description:
Incident one: during the donation harvesting process, the bag used for holding collected tissue tore. The donated tissue was deemed a loss for the intended recipient. The status of intended recipient is unknown as the customer was unable to provide details following inquiries on (B)(6) 2024, (B)(6) 2024 and (B)(6) 2024.

Manufacturer narrative:
Incident one. The product involved in the event was not returned for evaluation. A follow-up report will be provided upon conclusion of investigation. This product incident is documented in the complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that product is defective or has caused serious injury.